Event description:
Customer reported pt died, 10/24/1996. Nursing reportedly "attempted to insert enteriflex feeding tube. Several attempts were made. Resistance met-checked end tube in water, when bubbled-removed immediately. Attempts terminated at 10:20 am. Physicians notified. At 11:00 am pt experienced respiratory distress. Code called, pt intubated. Chest tube placed. Transferred to critical care. Pt died of tension pneumothorax, respiratory arrest."

Manufacturer narrative:
Reference MFR. Complaint #v96-10-25-231. Pt was an elderly female with throat anomalies resulting from previous surgeries. Placement of the feeding tube was difficult due to condition of pt's throat. Rn placing tube caused pneumothorax. Family refused additional intervention of behalf of the pt and she expired. Evaluation of the returned used device revealed improper user technique per package labeling. Pt's preexisting conditions fit profile of high risk pt. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury of that one of its products has malfunctioned. Uf# 39c00001-1996-6.